Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a concerto coil was stuck in the rebar catheter and prematurely detached. The patient was undergoing an embolization for treatment of an unruptured, renal aneurysm with a max diameter of 28 mm and a 9 mm neck diameter. Accessed vessel was 1. It was noted the patient's blood flow was unknown and vessel tortuosity was normal. It was reported that the rebar catheter (lot # b461082) was kinked. It was also reported the concerto coil was stuck inside the microcatheter. There was catheter resistance in the proximal section of the catheter. It was reported the concerto coil prematurely detached. It was reported there was coil resistance/stuck in the middle section of the catheter. The catheter was not damaged. The coil was damaged on the pushwire in the distal segment. It was reported coil separation/break/premature detachment occurred. The coil was removed from the patient by pushing out from the microcatheter. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was friction or difficulty during delivery. The physician did not reposition the coil. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during the procedure. The continuous flush was administered during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a re sult of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the coil came out of the sheath smoothly. The coil is well-prepared and delivered to the patient bodies, during the delivery (adjusting the position), the coil suddenly deployed on its own, not by the surgeon¿s intention. The surgeon discovered the coil could not be retrieved and pushed and the release element was exposed. Thirteen coils were implanted before this issue occurred and 14 coils were implanted after.